Event description:
It was reported that the patient underwent revision surgery following breakage of the implant. The silicone implant became porous, burst open, and is no longer functional. The device was implanted in (B)(6) 2023.

Manufacturer narrative:
The reported event could be confirmed, since the affected device was returned for investigation. The device inspection revealed the following: a visual inspection of the implant revealed a fracture at the hinge and angled fracture of the distal stem. Based on expert review of the radiographic images, the use of a keriflex implant in this patient was not well-suited and may be considered as contraindicated. Manufacturing and inspection records confirmed the item had been released in accordance to specs.a review of the device history for the reported lot did not indicate any abnormalities. A worldwide complaint database search found no other reported incident (s) for this product/lot combination since release for distribution. After a thorough investigation (returned device, DHR review, complaint history review, expert opinion), it appears that the fracture is most likely due to a contraindicated patient condition.